Event description:
A representative from the reseller reported on 22 april 2022 that when the roche cobas instrument had a result that was greater than the specified linearity value, the result was sent by the instrument across the interface to beaker (laboratory information system) without the appropriate codes and the result appeared to be valid. Then, after the instrument diluted the sample, the roche cobas instrument would send the correct result, but the erroneous result was already filed in beaker. Data innovations received a response from the reseller that the customer stated there was no patient harm. When the specimen event log (sel) was requested from the customer to use in the investigation, it was determined that the sample information was purged and therefore no specimen event log is available for review. The customer is monitoring for a repeat incident of the issue. The investigation has not yet determined if this is a malfunction of the instrument manager software and is ongoing at the time of this report.

Manufacturer narrative:
A collaborative investigation being completed by data innovations (manufacturer), roche diagnostics (distributor) and (B)(6) hospital (customer) is in progress at the time of this report. On 22 april 2022, data innovations was notified of an incident by a distributor of our product (instrument manager). An initial inquiry was directed at a data innovations distributor regarding an incorrect result potentially involving instrument manager (im). Specifically, when the roche cobas laboratory instrument had a test result that was greater than the specified linearity value, the result was sent by the instrument across the interface to beaker (laboratory information system) without the appropriate codes and the result appeared to be valid. Then, after the instrument diluted the sample, the roche cobas instrument would send the correct result, however the erroneous result had already been filed. When the specimen event log (sel) was requested from the customer to use in the investigation, it was determined that the sample information was purged based on system settings and therefore no specimen event log is available for review. The customer is monitoring for a repeat incident of the issue in order to obtain the log information. Data innovations received a response from the reseller that the customer stated there was no patient harm. The investigation has not yet determined if this is a malfunction of the instrument manager software and is ongoing at the time of this report. As additional information is received to complete the investigation, an update to this report will be filed at that time.